Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional error alarm. Customer reported that the motor error alarm occurred during bolus. Customer also reported that insulin was squirting out of the insulin pump. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.